Event description:
On (B)(6) 2011 it was reported intrinsic r waves quite small from 2.4-3.3mv, even down to 1.9mv. Sensitivity setting is 1.5. No further information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).